Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4). Furthermore, the surgery was delayed for more than two hours.

Event description:
It was reported that during the registration phase of the anesthetized patient a communication error shutdown occurred. Subsequently, despite the surgeon has restarted the device and the re-initialized the system, but a second communication error and shutdown occurred. Then the surgeon shut off the device and released the emergency stop button, but the problem persisted. The field service engineer released manually the robot arm and re-initialized system, but the problem persisted. The surgery was aborted and rescheduled for the next days.

Manufacturer narrative:
According to results of the investigation, the most probable cause is that the surgeon applied an excessive force on the robot which moved the robot outside of its limits in cooperative mode. It led to the communication error and the impossibility to restart the device.